Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that pressure spikes were noted during patient treatment. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). Our conclusion is that the reported event is identical to the event reported in MFR report #: 8010042-2018-00664. The investigation results and evaluation codes for this event are therefore contained in the MFR report #: 8010042-2018-00664.

Event description:
Importer ref. #: cc-cpl-2018-01964. Manufacturer ref. #: (B)(4).